Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B) (6) 2010. During removal of the amputated uterus, there was a loss of pneumoperitoneum causing the cavity to deflate and reducing visualization. The cause of the loss of pneumoperitoneum was unk. The bowel was perforated and a general surgeon was called in to perform a repair.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.